Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient developed 3+ inflammatory cells observed on the first postoperative day. Fimbriation and eye-ache were not observed. Aseptic iritis is suspected. The patient's condition will be observed. The sample is not available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon indicating that the patient had developed anterior chamber cells and flare. No bacteriological tests were performed. The patient was treated with steroids, antibiotics and non-steroidal eye drops. The diagnosis was iritis.

Manufacturer narrative:
Evaluation summary: information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient has been fine and signs of inflammation are improving. The patient is recovering. No treatment for the suspected iritis was performed and has been under observation.